Event description:
The customer contacted stryker to report that their device unexpected loss of power multiple times in a short period. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device unexpected loss of power multiple times in a short period. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Section g3 of supplemental medwatch report 001 indicates: reportability awareness date - 07/12/2022. Section g3 of supplemental medwatch report 001 should indicate: reportability awareness date - 11/17/2022.

Manufacturer narrative:
The information in initial MDR 0003015876-2022-01752 was determined to be erroneous and a reportable malfunction did not occur. A supplemental report will not be forthcoming.

Event description:
The customer contacted stryker to report that their device unexpected loss of power multiple times in a short period. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.